Event description:
The field service center reported that the ventilator had an ln vent 1 alarm. It is unknown if the ventilator was connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na